Event description:
Received info stating customer load cartridge without going through the load process and received an inaccurate fill estimate. Reportedly, customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted. Informed the customer that the load sequence must be performed as directed in order to have an accurate fill estimate.